Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired fine on the initial firing. It was removed from the patient to place a new cartridge in for a second firing however it would not open to be reloaded. It was removed and a new one was used to complete the procedure. There was no patient impact. (B)(4)

Event description:
Boston scientific received information that this device system was explanted secondary due to pocket infection. A new device system may be implanted once the patient is cleared by the physician.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with a cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape, with the exception to one staple that was noted to be malformed that does not compromise the integrity of the staple line. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.